Event description:
Consumer alleges that the wheelchair is not holding a charge despite having replaced the batteries four times. Consumer alleges he charges the chair overnight and when he pulls the chair off the charger all of the green battery indicator lights go away. Consumer states the chair was in a house fire but advised the chair did not cause the house fire.